Manufacturer narrative:
(B)(4): log review pending. We have received the logs but have not yet received the data set. A f/u report will be submitted once the data set has been received and the investigation is complete or any relevant info is obtained.

Event description:
Biomed requested a log review for a reported over infusion of benadryl, ativan and dexamethasone. Biomed reported that no other info was known. Multiple attempts have been made to obtain additional pt/event info without success.